Event description:
Patient was revised due to loosening of the screw causing discomfort. Patient's bone had healed and chose removal of the screw.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Although the complaint is non-verifiable, provided information states the products were not suspected failing to meet specifications or contributing to the reported event. A search of the complaint database found no prior reports for the reported part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.